Manufacturer narrative:
Date of event, corrected data, initial MDR inadvertently reported incorrect event date.

Event description:
It was reported that the patient has complained of constant stimulation and her device had to be disabled as a result. The physician did not run diagnostics on the device, but stated that the patient had a fall and hit her neck before her visit. As a result the patient will be referred for a full revision. The patient also reported a sore neck, ear, and throat due to the vns. The physician programmed the device off on (B)(6) 2018. Notes state she feels like she has a crick in neck and CT reported as normal. The patient had a full replacement on (B)(6) 2018 and the devices were discarded per the explanting facility's protocols. No additional or relevant information has been received to date.